Event description:
It was reported that there was rear housing damage. There was no patient involvement. Evaluation of the device showed the pwa board corrosion, rear housing damage.

Manufacturer narrative:
B3: year only valid. H3: the suspect device was returned for evaluation. The event history log (ehl) was reviewed. No issues identified in the ehl log. Service history identified that no previous repair has been noted in the last 12 months. The visual and functional testing was performed. The rear housing damage, dso seal damage, pwa board corrosion was noted. The allegation made by the complainant was confirmed. The dso seal, battery door and pwa board corrosion were replaced. The device passed all functional testing after repair.